Event description:
It was reported to philips that the ac indicator light was not illuminated and it was not charging the battery. Furthermore, a fully charged battery dropped to 50% while connected to ac power. The customer stated the device was connected to a non-critical patient when this issue was discovered but the battery had sufficient charge and the patient was not affected.